Event description:
It was reported that a patient experienced a ventricular tachycardia. During a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a farawave was selected for use. The pulmonary vein isolation was performed and the physician completed a mapping post ablation. It was found that the right inferior bottom side was not isolated, an additional application was performed and it was observed that the polarity on the electrocardiogram had an increasing negative component. Then, a premature ventricular contraction (pvc) occurred twice and progressed to ventricular tachycardia. After performing a cardioversion the issue was solved. A coronary angiogram was performed to confirm the issue was solved and no air or spasm was found. The patient vitals returned to normal. The patient has been successfully discharged.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.